Event description:
Date of implant is unk. Post-op pt experienced osteolysis and loosening. Device was revised in 2004. At removal tabs on metal shell were found broken and wear was noted on polyethylene liner.